Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage under water testing were performed, and no defects were observed. Dimensional testing was performed at the male luer and was according to specification. Leak testing was performed at the male luer, and not defect was observed. The reported condition was not verified in the returned companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) clearlink system non dehp solution sets leaked at the junction with the catheter. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.